Manufacturer narrative:
Evaluation summary: the turbohawk was received for evaluation. The turbohawk was inspected and found no damages to the luer valve of the rotator assembly or any other non-associated components. The returned turbohawk showed the platinum iridium of the distal assembly approximately 2mm distal the cutter window crushed and twisted. The cutter could not advance. Biological material was observed. The extent of the damage resulted in the tecothane layer disengaging from the damaged platinum iridium.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a turbohawk directional atherectomy device during procedure to treat the superficial femoral artery. It is reported that damaged components/broken flush port occurred. The turbohawk broke on the 2nd pass of the vessel. The damaged component did not need to be retrieved from patient. There was nothing left in the body. It is reported that a possible perforation occurred but the patient was doing great after. The physician performed angioplasty afterwards and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.